Event description:
It was reported that the home patient (hp) reconnected to the supplies that were used during the therapy the night before. Also, the hp re-primed the used supplies. The technical service representative (tsr) had the hp disconnect from the homechoice (hc) and discard the supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error reuse of single-use product, where the home patient (hp) reconnected to previously used supplies and re-primed them. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.